Manufacturer narrative:
The insulin pump was received with operating currents in specification and passed functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, reset error test and displacement test. The insulin pump was received with a stripped battery cap coin slot, cracked case at the display window corners, cracked display window, cracked battery tube threads, and minor scratches on the display window.

Event description:
The customer's mother reported via telephone call that the battery cap could not be removed from the insulin pump. The blood glucose reading was 460 mg/dl. The caller did not want to troubleshoot for high blood glucose and wanted the insulin pump replaced, and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.